Event description:
It was reported that post op an adjustable gastric band, it was removed due to esophageal obstruction. Pt was non compliant with dietary regime. No adjustments in past year. Pt was discharged after explant with no reported complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.